Event description:
A micro driver rx coronary stent delivery system was inserted into the patient for treatment of a heavily calcified and tortuous proximal cirx. The lesions was pre-dilated. The physician attempted to deliver the stent, however, was unable. The physician removed the delivery system and tried to deploy a competitor device, but was also unable to reach the lesion. It was at this time, that the physician noticed that the micro driver rx stent had dislodged. It was confirmed under cine that the undeployed stent remains in the left main. The physician was unable to snare ot get a balloon through the undeployed stent and the patient was sent to surgery. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Secondary intervention required. Evaluation code results: heavily calcified and tortuous cirx. Conclusions: heavily calcified and tortuous cirx.